Manufacturer narrative:
(B)(4).

Event description:
It was reported that an alert for high hv lead impedance was received. The lead was evaluated and all test results were in range. All impedance measurements were stable with isometrics and pocket manipulation. In addition, no noise or artifact was seen. The patient was stable before, during, and after the event. The physician chose to continue monitoring the lead remotely and routine in-clinic follow-ups.